Event description:
It was reported that the patient presented to in clinic follow up after the implantable cardioverter defibrillator had delivered inappropriate shock. The patient was given a magnetic resonance imaging (MRI) scan, and the device went into backup mode as MRI procedure was not followed. During this reset, defibrillation therapy was unavailable. The device was re-programmed back to normal function. The patient was stable.

Event description:
Additional information received notes that the inappropriate shock was due to oversensing noise.